Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation olympus confirmed during the device evaluation a device defect, acoustic lens (ultrasound transducer) was peeled. Handling methods of the subject device, olympus checked the contents described in the instruction manual and found the following descriptions. Phenomenon (1); acoustic lens (ultrasound transducer) was peeled and might be prevented by following these descriptions. Instructions evis lucera ultrasound gastrovideoscope olympus gf type uct260, important information, please read before use, warnings and cautions. Cautions: do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. Ultrasound gastrovideoscope ultrasonic probe was damaged. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.